Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol perfix plug (device #1). An additional emdr was submitted to represent the bard/davol perfix plug (device #2). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). The patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1 and #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2006: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #1). On (B)(6) 2010: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device #2). Ni/ni/ni: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the two (2) perfix plug (device #1 and #2). The patient's attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ addendum per additional information provided: on (B)(6) 2006 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, "the direct hernia defect was bluntly dissected away. A large perfix plug (device #1) was placed into the defect and tacked. The patch was laid flat on the floor of the inguinal canal." On (B)(6) 2006 and (B)(6) 2010 - patient visited hospital for right sided pain. On (B)(6) 2010 - patient was diagnosed with incarcerated recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per operative notes, "the hernia defect was anteromedial to the cord and hernia sac was dissected free. A small bard perfix plug (device #2) was used and placed in the defect." (Note, there is no mention/visualization of device #1 during this procedure). On (B)(6) 2011 - patient visited hospital for pain in right groin. On (B)(6) 2011 - patient was diagnosed with recurrent right inguinal hernia thereby underwent right groin exploration, reduction and repair of hernia. Per operative notes, ¿the meshes (device #1 & #2) were intact and adherent to the vas deferens.¿ on (B)(6) 2014 - patient was diagnosed with incarcerated right inguinal hernia thereby underwent open repair with implant of perfix plug (device #3). Per operative notes, "the sac was open and a plug mesh was then placed in the defect. Some old mesh (device #1 & #2) was present around this site and had sort of curled up. Once the excess mesh (device #1 & #2) was removed, the perfix plug (device #3) was secured to the transvalis fascia and on overlay patch was not placed." Attorney alleged that the patient had mesh shrinkage, pain, hernia recurrence. It was also alleged that patient had mesh curling, still having problems, may need a 4th hernia revision soon.

Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol perfix plug (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided regarding the nature of the injury. No lot number has been provided therefore a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 7 years 10 months post implant of perfix plug, patient was diagnosed with hernia recurrence, adhesions, abdominal pain and mesh deformation thereby underwent repair with removal of mesh. Per op notes, "some old mesh was present around this site and had sort of curled up. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Updated fields: a2, a4, b2, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, UDI no), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the perfix plug (device #1). An additional supplemental emdr was submitted to represent the perfix plug (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.